Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately low compared to their continuous glucose monitor (cgm). The patient obtained a blood glucose result of ¿57 mg/dl¿ with the subject meter and ¿118 mg/dl¿ with the cgm device. The patient also reported additional results of ¿44 and 117 mg/dl¿ with the subject meter. It is not known how the patient manages their diabetes or if changes were made to their usual management routine. The patient denied developing symptoms or receiving medical treatment due to the reported issue. However, the complaint is being reported due to the failing control solution test results.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014): the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (06/23/2014). The patient¿s meter has been returned on 2/3/2014 and evaluated by lifescan product analysis on 6/12/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.